Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen for syncope/near syncope. Interrogation noted possible intermittent far-field r-wave oversensing on presenting and stored electrograms, at times causing inappropriate mode switching detection and therapy. The atrial lead remains in use. No further patient complications have been reported as a result of this event.